Event description:
During a hysteromyomectomy, the probe tip of the subject device was broken and fell off inside the patient. The physician removed the broken piece. The procedure was completed with a similar device. There was no patient harm reported without this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There were contact marks on the surface of the probe by hard tissue or metal. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, it is highly unlikely that the physician activated the ultrasonic output while the subject device was grasping a hard tissue and as a result the probe cracked. After that, since physician continued to use the device, the probe tip broke. This report is being submitted as a medical device report in an abundance of caution.